Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. New information added to the following fields: d10, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was reported that during troubleshooting the reported issue occurred three times with 3 different 190 model scopes whenever they were plugged in. (Serial number and specific models were not available when requested from the customer). However, when no scope was plugged in the unit will ignite the bulb intermittently and the hours on lamp read 300 hours. The reported issue was revolved by replacing the bulb and had no issues since cleaning the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus evis exera iii xenon light source main lamp does not ignite intermittently but the spare lamp does work. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.